Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced device malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the initial information provided was not the explant procedure, the ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pu mp, and reservoir was implanted on (B)(6) 2019..

Manufacturer narrative:
Additional information: additional product component: model number/catalog number 72403900 and 72402970 serial number: null and null batch/lot number 456753010 and 467428010 model/catalog description pump tactile iz reservoir 65ml iz.